Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18129.

Event description:
Philips received a complaint by the customer on the v60, indicating that the customer was unable to get a ground reading. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that they were unable to get the ground reading from the outlet port on the v60. The rse informed the customer to use the pointed end of the ground cable from the analyzer and scratch the inside of the outlet to break the powder coating to the outlet then they would be able to get a reading. The customer performed the instructions provided by the rse and confirmed that they were able to get a reading. The customer used the pointed end of the ground cable from the analyzer and scratched the inside of the outlet to break the powder coating to the outlet to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.